Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the reset error test with no alarm. The insulin pump was monitored for several days and no blank display was noted. The insulin pump had normal operating currents. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer reports to have a few malfuctions with insulin pump. Customer states he received an unexpected restart alarm and was able to clear. Customer states numbers began to scroll then display showed half full batteries, which batteries were new. Customer also states that display indicated reservoir empty, when in fact reservoir was half full and display also showed the incorrect time. Customer was advised that insulin pump would need to be replaced. No further information provided.